Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, the reported event was confirmed, and a root cause could not be established. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, the scope was not microbiologically tested by olympus. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive on (B)(6) 2026 for 10-100 cfus (colony forming units) of citrobacter freundii. The device was retested on (B)(6) 2026, and it tested positive for 10-100 cfus of citrobacter freundii and 1-10 cfus of enterococcus faecalis. The device was tested again on (B)(6) 2026, and tested positive for 1-10 cfus of citrobacter freundii. The device was tested again on (B)(6) 2026 for 1-10 cfus of citrobacker braakii. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.